Manufacturer narrative:
Block h2 (correction): block b5 and h6 has been updated based on information reviewed on december 17, 2025. Block h6: imdrf device code a0501 captures the reportable event of rx tunnel detached. Imdrf impact code f2301 is being used to capture the reportable event of additional device. Required: extraction balloon and forceps.

Event description:
It was reported to boston scientific corporation that a cre rx biliary dilatation balloon was used in the pancreas during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stenosis performed on (B)(6) 2025. During the procedure, after the dilation, the physician noticed that the black sheath present on a portion of the catheter remained inside the patient, specifically within the wirsung duct. It was reported that the detached piece inside the patient was retrieved using an extraction balloon and a grasping forceps. The procedure was completed with the original device. There were no patient complications reported as a result of this event. *** correction*** note: it was reported that the device was used in the pancreas however, according to the IFU: the cre rx biliary balloon dilatation catheters are indicated for use in adults for endoscopic dilatation of the sphincter of oddi with or without prior sphincterotomy. The cre rx biliary balloon dilatation catheters may be used for injection of contrast medium for fluoroscopic visualization of the bile ducts.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of rx tunnel detached. Imdrf impact code f2301 is being used to capture the reportable event of additional device required: extraction balloon and forceps.

Event description:
It was reported to boston scientific corporation that a cre rx biliary dilatation balloon was used in the pancreas during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stenosis performed on (B)(6) 2025. During the procedure, after the dilation, the physician noticed that the black sheath present on a portion of the catheter remained inside the patient, specifically within the wirsung duct. It was reported that the detached piece inside the patient was retrieved using an extraction balloon and a grasping forceps. The procedure was completed with the original device. There were no patient complications reported as a result of this event.